Event description:
While setting up the monarch bronchoscope on the robot during the procedure, (patient intubated, general anesthesia) the md noticed that the tip of the scope was a little crooked and deformed. He brought this to the attention of the monarch rep, [redacted] (ph# [redacted]). [Redacted] took the scope and inspected it while manipulating the scope in and out of its sheath. He handed it back and informed the md that it was ok to use. During the procedure a few minutes later, the radial ultrasound probe stopped working and became stuck in the scope. The rt [respiratory therapist] was unable to retrieve it with a gentle pull and didn't want to proceed further. At this point they tried to pull the monarch bronchoscope out, but it too was stuck (my understanding due to the tip being stuck at an extreme angle). Only after undocking the scope from the robot so it would "release", per [redacted]-the rep recommendation were they able to pull the scope out and then remove the radial probe. Radial probe kinked and deformed about 1 cm from the tip. It was sent to cleaning room and removed from service. After the case I asked [redacted]t and our md separately what they think happened. The md's opinion was that the monarch scope was defective and caused the problem. [Redacted]-the rep was unsure if the scope was defective and/or if the angle the scope was maneuvered to was beyond its limits. No noticeable harm or damage occurred to patient, but the procedure was perhaps 30-45 minutes longer than it might have been. [Redacted]-the rep informed me after that his company would review what happened and inform bc endoscopy of the results. Manufacturer response for bronchoscope, olympus (per site reporter). Rep, [redacted] was present during this procedure and has the equipment for investigation.